Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. The pt reported that she had not connected the pt line correctly resulting in the leak.

Event description:
A peritoneal dialysis (pd) pt reported that her cycler alarmed for air detected in the cassette during drain 2. She discovered fluid leaking from the pt line. She was advised to discontinue treatment and to contact her pd nurse. The set was discarded. During follow up the pt reported that she had not connected the pt line correctly resulting in the leak. She was directed by her pd nurse to reset with new supplies and complete treatment. Her effluent has remained clear. During add'l follow up the pt's pd nurse reported she did not have any sign of infection and she was not prescribed any antibiotics. No adverse event reported at this time.